Event description:
It was reported that during a fistulagram,after the second time coming out with the same balloon,the doctor could not remove the balloon through the sheath.the doctor had to jerk the balloon and it flared the sheath.a terumo 7fr was used.eventually the doctor was able to remove the balloon.there was no patient injury reported.